Manufacturer narrative:
The ventilator was evaluated by ventec where the reported issue of a failure to cycle, or low inspiratory tidal volume (vti) levels, could not be duplicated. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the ventilator stopped cycling during patient use. This may have resulted in lower inspiratory tidal volume (vti) levels during the event. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.